Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed that the pump booted to the verify screen with dim pink contrast. The pump cover was removed and the old screen was removed and replaced with a test screen and contrast returned to normal. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). Device history record review was conducted on (B)(4) 2013, with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.